Manufacturer narrative:
On march 07, 2024, a re-evaluation for the device was completed. Device re-evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants by a medical professional. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants on (B)(6) 2023. Refer to manufacturing report number 1645337-2024-01312 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on february 21, 2024. Device evaluation completed on february 29, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information received on february 21, 2024 indicated that the issue of the left rupture was confirmed by mammogram examination, and only the left side was ruptured. This report is relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on (B)(6) 2024 per (B)(6) with the available information about the reportable event. Update on coding: removed no product quality issue , no patient involvement, no adverse event and add pc ¿ anisomastia ,medical device removal, adverse event to capture the performed explant surgery due to suspicion of device rupture. Manufacturer¿s reference number: (B)(4).